Manufacturer narrative:
Received one used reliavac evacuator with the wound drain still attached. During the visual inspection, no obvious defects were noted in the sample. The drainage tubing and drain were attached to the evacuator. Per the functional evaluation, the following steps were performed: assembled the adapter tube to the suction port until the ring stopped at the tip of the suction port and connected a drain. For this task the sample configuration was used. Pumped bulb until balloon filled container closed outlet port submerged the drain in water. During the test, no leakage was found. The evacuator suctioned 400 cc and the current specification established is = 400cc. The reported event was unconfirmed as the problem could not be reproduced. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: " attaching to auxiliary suction: insert suction adapter into outlet port. Attach wall suction tubing to suction adapter. During auxiliary suction, balloon will inflate and exudates will flow over balloon surface. To discontinue auxiliary suction, remove suction adapter and close outlet port. Note: do not use with wall suction in excess of 210mm hg. To establish suction: open outlet port. Pump bulb until balloon fills container. Close outlet port. Note: hissing sound is normal and stops when maximum suction pressure is reached. Possible reflux of fluid to the patient is reduced during reliavac® evacuator reactivation by a built-in anti-reflux valve in the inlet port. To empty container: open outlet port. Invert unit. Pump bulb to empty quickly. To re-establish suction: repeat step ¿11¿ above. Note: reflux of fluid to the patient is minimized during reactivation by a built-in anti-reflux valve on inlet port. To read fluid volume: open outlet port. Allow balloon to deflate. Read volume. Important: check for fluid entering reliavac® evacuator. Lack of flow may indicate the following: all exudates have been removed. Wound drain is clogged and may require irrigation & aspiration (consult physician). Auxiliary wall suction pressure is above 210 mm hg. Deflated balloon: check all connections for air leak and drain perforations for exposure above the skin and follow step ¿11¿ above. If still deflated, replace the evacuator. When not using auxiliary suction during surgical wound closure, several activations of the reliavac® evacuator may be required to establish suction because of the following: air entering partially closed wound. An operative air pocket" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device failed to suction; however, no fluid leaked from the drainage tube. As a result; the device was replaced, and the procedure was completed with the new device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device failed to suction. No leakage was found from a drainage tube. The device was replaced and the procedure was completed with the new device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device failed to suction; however, no fluid leaked from the drainage tube. As a result; the device was replaced, and the procedure was completed with the new device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device failed to suction; however, no fluid leaked from the drainage tube. As a result; the device was replaced, and the procedure was completed with the new device.